Manufacturer narrative:
(B)(4). Batch # n5398j. Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Mch, gi surgery. 8-9 years of experience of firing the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? Yes. It got stuck mid way. Did the healthcare professional receive audible & tactile feedback when firing the device? Didn¿t notice as the stapler got stuck and abruptly got fired. Were the donuts inspected? If so, please describe. Yes. Those were seen. Was a complete transection of the white breakaway washer visually confirmed? Can't say as the stapler got stuck during firing and then abruptly got fired due to handle pressure. Was there any difficulty removing the device? No. Can further information be provided on the shape of the staples and specific locations of the staples that did not form along the circular anastomosis? Improper b-shaped staples. What stapler was used to complete the case? Another sdh was used but not the same device. When was the blood loss identified? Yes. Over what time course did the blood loss occur? 15-20 minutes. Was the source of the blood loss identified? Anastomotic site. How was the blood loss addressed? Gauze pressure was applied during that time. Was a transfusion required? Plasma volume expander was required. Was the blood loss and extended hospital stay related to the issues with the cdh29a device? Yes. What is the current status of the patient? Discharged safely due to doctor¿s expertise. This device when checked for the source of procurement, it was identified that this was not purchased from authorized distributor of j&j. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. After performing a lot trace on the lot provided, n4l370, the diversion has been confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/18/2019. Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was there any difficulty removing the device? Can further information be provided on the shape of the staples and specific locations of the staples that did not form along the circular anastomosis? What stapler was used to complete the case? When was the blood loss identified? Over what time course did the blood loss occur? Was the source of the blood loss identified? How was the blood loss addressed? Was a transfusion required? Was the blood loss and extended hospital stay related to the issues with the cdh29a device? What is the current status of the patient?   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon was performing a low anterior resection. While anastomosis he fired the stapler after waiting for about 15 seconds but the staples did not form. Stapler misfired. The procedure was delayed 60 minutes. Surgeon used another stapler and it fired alright which enabled him to complete the case. Additional information was provided that there was an additional blood loss of about 1 liter. Patient had to stay back in the hospital for 4-5 additional days for post op care.